Manufacturer narrative:
Zimmer biomet complaint number customer event (B)(4). A1: patient identifier unknown / not provided. A4: patient weight unknown / not provided. D4: lot number unknown / not provided. D4: unique identifier (UDI) number unknown / not provided. E1: email address unknown / not provided. G4: additional PMA/510(k) number ¿ k011028 / k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported by the clinician that the patient developed an infection at implant tooth site #19. Therefore, the implant was removed.

Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. DHR review could not be performed since the lot number associated to the item was not provided. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the tsvwb8 dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. As documented in the summary investigation, contributing factors for the reported event likely exist outside of zimvie control, including those related to patient biological factors/condition and surgical technique. Based on the summary investigation, no malfunction occurred upon investigation. The reported event remains non-verifiable as it is a medical condition. Monthly trending to date has not identified any statistical triggers suggesting potential design or manufacturing related issues. Previously completed investigations for the infection of an implant have not identified any signals indicating potential non-conformances impacting the manufacturing and sterilization processes. Therefore, escalation to CAPA is not required.